Event description:
Reporter alleged obtaining the results of 61 mg/dl at 4:06 pm. Reporter stated that he was feeling jittery and low with the 61 mg/dl result, so he ate a glucose tab and drank orange juice after that result. He tested at 4:12 pm and obtained a result of 376 mg/dl. At 4:14 pm, he tested again and obtained a result of 76 mg/dl. All tests were within 10 minutes on the compact plus system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.